Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press the "1" button multiple times for the pump to respond. Customer's blood glucose level was 174 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.